Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous abdominal aorta. A 20/7/2/100 equalizer¿ balloon catheter was advanced for dilatation. However, on the first inflation at an unspecified atmospheres for 20 seconds, the balloon ruptured. No patient complications were reported and patient's condition was good.